Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error alarm. The customer¿s blood glucose was unknown. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer also reported that the multiple insulin pump error reoccurred. Troubleshooting was performed. Customer was advised to insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump error 54 and error 3 found in the insulin pump history file due to software error.